Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot #73a1600051 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The grip jammed and the deployment of the staple was deviated from the other staples laid in the same axis. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The unit was received opened with its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears to show no staples in the device; however, when the device was turned right-side up, three staples appear to be left inside the device. The staples are misaligned. The legs of the staples are no longer in the track. The stapler was disassembled to further examine the assembly. However, no errors could be found. (B)(4) staples were confirmed to remain in the coverblock indicating that (B)(4) staples were fired by the end user. An attempt was made to fire the staples. Using hand pressure, the trigger was engaged. However, the staples will not load into the forming tool as they are not in the track. The pusher also seems to be jammed and does not allow the staples the advance into the forming tool ((B)(4)). The device was disassembled and upon removal and reinsertion of the shuttle, the pusher corrected itself and moved down the track indicating that no defects exist on the materials that prevent movement. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of the staples misaligned in the stapler was confirmed based upon the sample received. The pusher in the device was found to be jammed which prevents the staples from moving down its track and would not allow the staples the advance into the forming tool. Since the pusher was jammed, the staples were able to be dislodged from their track. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the pusher to jam. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The device was received with (B)(4) staples remaining in the device indicating that (B)(4) staples were fired by the end user. Therefore, based upon the condition of the sample received and the information provided the potential cause of this complaint issue could not be determined.

Event description:
The grip jammed and the deployment of the staple was deviated from the other staples laid in the same axis. The patient's condition was reported as fine.